Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not have telemetry with the remote monitor. It was further reported that the device clock was incorrect. The icm remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.